Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel connector was reconnected to the pcb, that was causing the flow indicator not to light up , which confirmed the original complaint issue. The following fields were updated accordingly.

Event description:
Provider alleges the flow indicator will not light up.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the flow indicator will not light up.